Event description:
It was reported that, "pt came into the ER with a dislocated hip. Was brought to the operating room with dislocation and bipolar cup disengaged from the 28 mm head that was attached to the stem. The previous 47 mm bipolar cup was removed. The 28 mm head was left on the stem, and a new 47 m bipolar cup was placed on the head and relocated into the acetabulum."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the MFR. However, the sales rep is trying to locate the bipolar cup from pathology at the hospital. Complaint history review determined that there have been no other events for the reported lot ID. Review of the device history records indicates that devices of the reported lot were manufactured and accepted into final stock with no reported discrepancies. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.